Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (b)(64) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 3x daily. The patient manages his diabetes with novomix insulin (25 units in the morning/ 30 units in the evening) and metformin pills. The alleged issue began on the evening of (B)(6) 2014 or (B)(6) 2014. The patient did not specify the ¿varied results¿ obtained with the subject meter. The patient denied making changes to his usual management routine. An hour later, the patient claimed he felt low blood glucose symptoms of ¿sweaty, difficult to stand up and hard to concentrate.¿ the patient treated self with 3 glucose tablets. On the morning of (B)(6) 2014, the patient also reported obtaining blood glucose results of ¿19.7 and 16.3 mmol/l¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 1.11 mmol/l. The patient denied developing any additional symptoms and denied receiving additional treatment at that time. The patient did not test his blood glucose with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient was using expired test strips at the time of the reported issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up (4/25/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 4/12/2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.